Manufacturer narrative:
H10:a philips field service engineer determined that the cause was a software issue and performed a software upgrade. The customer called back and indicated that the issue was still occurring. This is considered a product malfunction. Since the software upgrade did not resolve the issue, the cause is not known. Good faith efforts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported getting incorrect waveforms/ numerics in the sectors at the overview station. The device was in use on a patient. There was no report of patient or user harm.